Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed traces of arcing at the joint between the tube extension and main tube. The material was slightly melted and the tube extension is dislodged from the main tube. No trace of arcing was found at clevis or scissor.

Event description:
It was reported that during a da vinci si prostatectomy procedure, the site observed arcing from the shaft of the monopolar curved scissors (mcs) instrument. The patient experienced a superficial burn to their bowel which did not require any repair or treatment. The planned surgical procedure was successfully completed without incident. The patient was reported as doing well with no post operative complications.

Manufacturer narrative:
This MDR is being submitted for retrospective activity performed relating to field action number (B)(4) to investigate micro-cracks on the monopolar curved scissors instrument. These types of micro-cracks will not lead to mechanical failure of the instrument; however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of theses micro-cracks is confined to 2 cm of the distal end of the instrument shaft. This instrument was inspected as part of this retrospective activity and found to contain cracks on the instrument main tube.